Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device had disengaged seal. As stated, the device hook was being used and when introduced through the reducer cap it popped the opaque seal off and it fell on top of the 15 mm seal. However, it did not fell into the patient¿s cavity. The seal never entered the patient. Patient had no injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the flip top seal was disengaged. The circular seal was cut. The trocar, cannula and envelope seal appeared intact. The device was received with the obturator inserted into the cannula, prolonged insertion can cause the envelope seal to become stretched. Pmv performed functional testing, the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut and disengaged flip top seal and cut circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.